Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the implantable pulse generator (ipg) was connected but did not commence pacing. The ipg was reprogrammed however was not implanted and a replacement device was used instead. No patient complications have been reported as a result of this event.